Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the sample failed to confirm the reported problem. The port was found to be patent with no resistance felt when flushing and aspirating.

Event description:
It was reported that the physician was unable to withdraw blood or infuse through the port. The port was explanted and replaced. There were no pt complications.